Event description:
It was reported that during a lap splenectomy procedure, the device failed to open after closure of the jaws. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/08/2008. Info anticipated, but unavailable at this time.